Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent thrombosis occurred. In (B)(6), a promus premier¿ drug-eluting stent was implanted to treat a lesion in a coronary artery. However, a couple of weeks later in (B)(6), stent thrombosis was noted. The physician mentioned that the patient was under medications. No further patient complications were reported and the patient's status was fine.